Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual. It was reported that the patient¿s therapy turned off over the weekend. It was noted the patient ¿never uses¿ their ins. It was also reported that the programmer was not powering on and there was corrosion in the battery compartment. The representative stated that there were corroded batteries and they were unable to remove them. They also noted the case was worn. The patient was to be sent a new programmer/controller and a holster. There was no out of box failure reported in the event. No patient symptoms or injury were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep meant to say the patient never uses their patient programmer, not their ins. The ins should be on 100% of the time. It was unknown what the cause of the therapy being turned off was. They knew it wasn't caused by the patient programmer because it wasn't functioning. They patient was able to get their therapy back on and the system was functioning as expected. Patient weight was updated. No further complications were reported as a result of this event.